Event description:
The facility reports a pump not taking the infusing amount that it is told to, found during use with no patient injury or medical intervention required. Details were not available regarding the set up of the infusion device and no additional contact information was provided. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 28 2007. The device has been requested but has not yet been received. A follow-up report will be filed if additional information becomes available.